Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was unable to pass a coronary wire through to the tip of the lead. Multiple wires were attempted and all were unable to pass through. A replacement lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. The distal end/electrodes of the lead were extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. Analyst noted that lead returned with the distal end damaged. It was missing the tip seal. The guidwire insertion has to be inserted from the is-1 connector pin and result was failed. Performed destructive analysis and found the tip seal was stuck in the distal conductor.